Event description:
A healthcare professional (hcp) reported the patient had an MRI yesterday and felt some heating around the pump. It was so uncomfortable that the MRI had to be stopped and then adjusted and restarted. The stall in the logs occurred at 8:42 with recovery at 10:00. The medication infused was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).